Event description:
The patient's mother reported that the patient was sent for an eeg after having a seizure at a medical doctor's office. The patient's mother noted that the patient is currently admitted to the hospital due to this seizure, and she is concerned that the vns battery might be low. Further follow up with the patient's following neurologist informed that they have reached out the patient's mother to schedule the patient to have device checked, however the mother informed them that the patient could not make an appointment as they were currently on vacation and did not know when they would be returning. The neurologist's office mentioned that the patient's mother informed them that the vns generator battery still has 3/4 battery life remaining, however the neurologist cannot confirm current battery status as the device has not been checked recently. At this point in time, the physician does not have an assessment on the reported increased seizures. No other relevant information has been received to date.